Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Customer administered a correction injection to address their bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.